Manufacturer narrative:
(B)(4). Per evaluation by the product analysis laboratory, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however, the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. The functional test rite failure found will be captured and reported through (B)(4). The device passed a simulated patient therapy with no problems encountered. The device also passed accuracy confirmation and temperature verification. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Visual inspection of the power cord received with the device found no defects. An event history log could not be reviewed as there were no logs available from this timeframe. Review of the device history record revealed no issues that could have caused or contributed to the home patient passing away. The device has not been previously serviced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.